Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# nku101335n, product type recharger; product ID 37761, serial# (B)(4), product type recharger; product ID 37791, serial# unknown, product type recharger. (B)(4).

Event description:
It was reported that there was a coupling problem. It was noted that therapy was not working as expected. The patient noted that there ¿stimulator was not working.¿ the patient was asked if the patient programmer was not working and if it was the implantable neurostimulator (ins) or the recharger. The patient replied that they were having problems with the patient programmer and recharger. The patient stated that they both were ¿doing nothing.¿ the patient noted that they could not ¿do anything¿ with either system. Patient services attempted to walk the patient through syncing with the ins but the patient was seeing the ins battery low screen and that the patient needed to recharge. Patient services had the patient set the patient programmer aside so that they could troubleshoot with the recharger. The patient stated that they knew that needed to recharge the ins but the recharger was not allowing the patient to charge. The patient stated that they were seeing the ¿same screen¿ that they saw on the patient programmer. The patient noted they were seeing ¿that screen¿ on the recharger. The patient also mentioned that their stimulator ¿went bad before¿ and they were able to use the recharger at that time. The patient was asked for clarification and the patient was speaking in regards to using the recharger to turn stimulation on or off. The patient stated that as of the date of report they ¿could not even¿ turn stimulation on or off with the recharger buttons. The patient stated that the last time they had successfully recharged the ins was ¿several weeks.¿ the patient was asked if they were currently feeling stimulation and the patient replied ¿with the stimulator yes.¿ then the patient stated that they were feeling stimulation ¿up until a couple days¿ prior to report when the stimulation stopped. The patient noted that they did not use the device every day. The patient was walked through how to start a charging session and the patient was seeing the normal recharging screen with coupling boxes but none of the boxes were shaded. The patient stated that they did not use the recharging belt. The patient attempted to turn the antenna dial to get coupling boxes but that was not successful. The patient stated that they had been trying for two or three hours already and had not been able to get any boxes shaded. The patient was walked through the antenna locate feature and the patient started out at 42 and at one point reached 64 and 76 but the antenna locate feature did not assist patient in getting any boxes shaded. The patient mentioned that they did not have a way to get to the manufacturer representative and the manufacturer representative would not come to their home. It was reviewed with the patient that a manufacturer representative cannot meet with the patient in their home. The patient stated that they asked the manufacturer representative about recharging and if the patient should expect any problems and the manufacturer representative stated that there would be no problems. The patient was asked when they starting having issues with recharging and when they discussed it with the manufacturer representative and the patient stated ¿they had only had it since (B)(6).¿ the patient was then asked if they had recharging problems since (B)(6) and the patient replied ¿no¿ and that ¿they did not use it all the time¿ but ¿that was when they asked the [manufacturer representative] about recharging.¿ the patient was asked when all the problems began with the patient that the patient mentioned in this call and the patient replied that this was the first time that they had problems with coupling boxes and recharging. The patient noted that they had called the manufacturer representative about other issues but they had not heard back. The patient stated that they were at the office of the healthcare professional (hcp) and they did not see the manufacturer representative at that appointment. The caller indicated that they would like to meet a manufacturer representative for a device check and/or programming. It was noted that the patient¿s recharging issues were not successfully solved over the phone. It was later reported by the manufacturer representative that they were notified (B)(4) 2014 to see the patient for difficulty charging the device. It was noted that when the manufacturer representative initially placed the patient¿s recharger on the implant they acquired the full eight coupling. Then, the manufacturer representative plugged the recharger to the wall and ¿all signal were lost.¿ the manufacturer representative then noted they placed their own recharger to the implant and observed no coupling bars. It was noted that the patient had been having issues with charging for the ¿past week.¿ it was noted that the patient was in a wheelchair and refused to use a recharging belt. It was noted that the implant site was ¿flash¿ to the skin and not tilted. Antenna locator was done with the patient¿s recharger and the highest they observed was 46 with no coupling bars. Then it was noted that ¿he can tried his recharger¿ and acquired 72 on the antenna locator. After that, the patient was getting the full eight coupling bars. It was further reported that the recharger would not charge the ins. The anomaly appeared to have occurred through product use. It was later reported that the cause of the event was problem with recharger. The event was attributed to the recharger. In the section which begins ¿if the event was attributed the ins what was the issue¿ the reporter checked a charging issue. This was described as poor coupling with the implanted generator. It was noted that interventions included programming and that the recharger was replaced on (B)(6) 2014. Analysis of the recharger found that the complaint was unverified. There were no issues found during bench testing, no issues with charging ins or recharger or communications. It was later reported the patient had yet to receive their replacement recharger power cord. It was noted the coupling would change when the recharger was plugged into the wall outlet. It was reported turning the dial did not resolve the issue. It was further noted that when they plugged in the desktop charger the ¿filled boxes get empty.¿ it appeared to have occurred through product use. It was later reported that the patient would get all the coupling boxes and then loose then the next minute. The patient stated that they had the implant in (B)(6) 2014 and had already been sent out a new recharger and new power cord. The patient stated previously they could get the coupling boxes. It was noted that while doing the antenna locate feature the top row number would go from the 40's to the 70's and the patient would get all the coupling boxes and then they would go away. It was noted that the recharger antenna was damaged. It was later reported that the patient received a new antenna on (B)(6) 2014 and was still having the same problem. The caller noted that they had issues charging the ins and poor coupling. There were no falls or trauma reported. It was reviewed with the caller that they may need to have the device checked in order to resolve the coupling issue. The patient noted that they did not have transportation to the doctor. It was noted that the patient was upset for the issues that they had with the recharger. The patient was upset and stated that they would ¿just have the device removed.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device was in overdischarge. The patient stated that ¿no one would help him get it fixed.¿ the patient stated he had only use ¿it¿ twice since (B)(6). It was noted that ¿it had never worked for him.¿ it was noted that the patient always had trouble with the recharger. It was noted that this had been since the time of implant. The patient stated he was told to do a trickle charge by the manufacturer representative. The patient stated he was told to do this before ¿he¿ got there (B)(6) 2014. The patient mentioned that he had ¿done it before on his own.¿ the patient stated that he was never called back to ¿tell him how to do it.¿ the patient noted he was ¿sick of this crap.¿ the patient was ¿very upset¿ and stated that ¿he would just have the device removed.¿ the patient asked for assistance regarding performing a trickle charge over the phone. The manufacturer representative was sent a message regarding the patient¿s call. The patient was redirected to the healthcare professional (hcp). It was later reported that the manufacturer representative had yet to see the patient to confirm the status of the generator. It was later reported by the manufacturer representative that the patient had not been scheduled.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having issues recharging. The patient noted that ¿very little¿ was explained on how to use the device. However, the patient noted that it got better and it was explained how to use the device. The patient had worked with several manufacturer representatives and the patient ¿had to get the device working¿ but the patient experienced difficultly in scheduling a time to meet to troubleshoot the device. The patient had made attempts at scheduling a time to meet with a manufacturer representative but none had worked out. The patient was resistant to meeting due to the cost of transportation. Later on (B)(6) 2014, the manufacturer representative reported that an overdischarge was not confirmed. The manufacturer representative was unsure of the exact nature of the patient¿s complaint as he would not meet to determine the nature of his complaint. The patient had problems charging but the manufacturer representative was unsure as to why. The manufacturer representative had made several at tempts to discuss the complaints with the patient as had three other members of the team. It was noted that ¿to date¿ the patient had not returned the manufacturer representative phone call ¿nor attempts to contact him from other team members.¿ the manufacturer re presentative was unsure if the patient was receiving effective therapy at this time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that analysis of the desktop charger found that there was no anomaly. It was found that it tested to specifications/tested okay. It was noted that it passed the final qa test.